Event description:
It was reported the patient had emergency surgery to evacuate a hematoma at t8. It was noted that a couple hours after the trial procedure, the patient had severe lower abdominal pain and shortness of breath. It was noted the patient followed up with their healthcare professional (hcp) who discovered the patient had symptoms of lower extremity involvement as well. It was noted the patient had a loss of reflexes and paralysis in their lower extremities. The patient was sent to the emergency room for further evaluation and testing, which resulted in the emergency surgery. It was noted the trial leads were removed by the emergency room hcp for diagnostic testing and preparation for surgery. It was stated the patient had abnormal coagulation studies. Hospitalization was noted. The reporter stated the patient had a return of function of their lower extremities and no neurological deficits upon discharge from the hospital.

Event description:
Follow up information reported that the cause of the event was that the patient had high bleeding time values (ptt, pt, inr) and that a hematoma developed in the thoracic region. No diagnostic tests were performed on the neurostimulator device. The patient had a CT scan and underwent emergency surgery to remove the blood clot. It was reported that the patient had a full neurological recovery post operatively. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 387345, lot# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type screening device; product ID 387345, lot# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type screening device. (B)(4).